Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; as it was disposed of, and therefore, a failure analysis is not available. We not able to determine the relationship between this device and the cause for this event. A ship history is in progress. .

Event description:
In 2007, additional information was reported to boston scientific corp regarding a patient who underwent a therapeutic hydrothermal ablation (hta) procedure approx nine months prior to original date. Post procedure, approximately one week later, the patient was seen by another physician since the acting physician was away. It was noticed that the patient sustained two burns internally. The patient suffered a burn on her cervix and posterior fornix of the vagina. (Severity and characteristics of are unknown). The patient was kept overnight for observation. The patient was given estrogen cream to apply every two or three days.